Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation as it was discarded by the customer. As the device was not returned to stryker sustainability solutions, evaluation was unable to be performed. No device information was reported and the customer did not report lot # or serial # information. Therefore, the device history record (DHR) was unable to be verified. The reported event could be attributed to material integrity of the device shaft as a result of mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the catheter. The instructions for use (IFU) state: inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions. Connect the catheter to the corresponding cable connector. Connect the cable to the correct electronic equipment for recording and/or sensing. Observe polarity of proximally located connector pins of the interface cable when connecting to the electronic equipment. Isolate any unused connector pins to reduce development of accidental current pathways to the heart. Follow a suitable electrophysiology study protocol. Do not autoclave catheter. Do not use for electrical ablation. -void excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. Diagnostic ep catheters are not recommended for long term pacing. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported the whole body of the device looked like an 's' or it had some waves in it and that out of the container, the device immediately went to a wavy form. There was no patient injury or medical intervention and extended procedure time reported was 15 minutes. These are commonly used devices that are readily available.